Manufacturer narrative:
H3: product analysis of fg15150-0630-1s, lotno:227300508 ¿ as found condition: the proximal segment of the catheter was returned inside of a sealed bio-hazard bag and a shipping box. Visual inspection/damage location details: the total length of the proximal segment was measured to be 8.7cm. The distal segment of the catheter was not returned. The catheter appeared to be cut. Conclusion: there was no complaint against the phenom 27 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal end was not opening as needed. Device was recaptured twice. Distal end of device appeared to be frayed once they got the device to open. They removed device and deployed a different pipeline, same size, with success. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic artery aneurysm. The landing zone was 3.99mm d istally and 5.9mm proximally. It was noted the patient's vessel tortuosity was minimal. Angiographic result post procedure was successful pipeline shield deployment. Ancillary devices include a bmx guide catheter, phenom and navien microcatheters, synchro 14s guidewire. Additional information was received. The pipeline had not been placed in a vessel bend when it failed to open. The device was resheathed twice, load was put on device and unload.